Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. However, the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.